Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 126 mg/dl. The customer's mother stated that the customer dropped the insulin pump. After inserting a new battery, the insulin pump continued to work, but the settings were erased. The customer forgot to reprogram his basal rates. Troubleshooting was performed, and the insulin pump was programmed correctly at the time of the report. The self and prime tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.